Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was attempting to insert the sensor, and the customer believed the cannula or wire became detached from the sensor. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.